Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed. Due to the mechanical nature of the fault, no error logs were found. The psm was installed onto an in-house system where no faults occurred in normal mode, but the insertion axis felt rough. The psm was tested and it passed relevant testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to fiction in the insertion axis of the psm.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure that there was resistance felt at the universal surgical manipulator (usm) arm 1 insertion axis, even without a drape being attached. The arm was abandoned and the procedure was reportedly being completed as planned. There were no reports of the ports already being in place when the issue occurred. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer advised that the system was already docked when the reported issue occurred.